Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 500-600s mg/dl. Bolus via pen and pump were used to address bg. Customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). Customer was treated with intravenous insulin. Customer was discharged the same day with bg/dka resolved. There was no permanent injury. Kinked infusion set tubing was reported to be cause of event. Type of infusion set used was not reported.